Event description:
The mother contacted animas alleging a prime issue with her daughter's one touch one touch ping insulin pump. The patient disconnected from the pump because she has just received a pump is not primed warning. Patient was on the main menu and scrolling down to the prime/rewind section and saw insulin coming out of her tubing out of the corner of her eye. She checked the pump and claimed that 20 units of insulin came out. She reports the cartridge had 60 units and then down to 40 units. The reporter denies any issues with the button and the buttons were intact. There was no adverse event associate with this complaint. The alleged issue was not resolved. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All of the keypad buttons responded to button presses as expected and had normal spring back. There were no hypersensitive keys found during testing. There was evidence of keypad contamination found under all key contacts. A review of the pump history shows several "loss of prime" warnings with no load step malfunction. The units before loss of prime warnings were found to be 62 units and the units after the prime step were found to be 61units and not the reported 40 units. The units remaining were found to be correctly calculated. The "no cartridge detected" warnings were not found in the pump history. The "ezprime" operation was performed with no loss of prime warnings duplicated. The pump was exercised for 24 hours with no loss of prime warnings. Unrelated to the complaint, the force sensor was found to be out of calibration. There was no damage found to the force sensor or the oled.